Manufacturer narrative:
Additional information was added to d5, h6 and h11. H11: the device(s) were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least one novum iq large volume pump over infused during infusion. In one event, ketamine was administered at a much higher rate than programmed (up to twice the ordered dose). In another event, an unspecified chemotherapy infusion was completed an hour and a half early. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.